Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported when advancing the rosch-uchida transjugular liver access sheath along the wire guide for a transjugular intrahepatic puncture, the sheath and valve separated. The device was removed and another like device was used to complete the procedure successfully. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
H6 - method code: (10) testing of actual/suspected device, results code: (4247) appropriate term/code not available, conclusion code: (4315) cause not established. Investigation/evaluation: a review of the manufacturing instructions, specifications, drawing, quality control, device history record, instructions for use, complaint history, and a visual inspection of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed that the proximal end of the sheath is damaged and there is clearly a separation. The separation appears to have been torn or ripped rather than cut. Biological matter was present on the returned device, indicating the device was likely used. The flare of the of the sheath was separated and was still adhered to the clear plastic sleeve. The device also passed all dimensional testing. Based on the results of the device failure analysis, there is no evidence to suggest this failure was manufacturing related. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.